Manufacturer narrative:
Our field service engineer (fse) confirmed the reported error in the device logs. The control and expiratory channel printed-circuit boards (pcb's) were replaced. Functional and safety tests were successfully performed before the ventilator was returned to service. The evaluation of the received device logs confirmed that the reported technical errors occurred once on the date of event. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. During laboratory tests with the returned control and expiratory channel pcb's installed in a reference ventilator, pre-use checks tests were successful and simulated-use tests of ventilation ran for 1 week without any deficiencies noted. The returned control pc board was stress tested without provoking any failures. The observed liquid damage can not be considered to have caused the reported failure. Our conclusion in this matter is, that the reported issue was confirmed in the received device logs but could not be reproduced during this investigation.

Event description:
(B)(4).

Event description:
(B)(6) 2016 09:54 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator system had generated two technical alarms, both indicating ventilation failure. Staff disconnected and connected the unit, since then, operation without failure. When opening the unit, it was noted that some liquid had entered and had already dried. This liquid had reached several pc boards, damaging the components and conductor tracks. No patient injury was reported. (B)(4).